Event description:
It was reported that a burr detachment occurred and the burr became stuck on the guidewire. A rotapro 1.50mm was selected for use to treat a 75% stenosed, moderately tortuous and severely calcified lesion in the distal right coronary artery (rca). Following ablation for approximately two minutes, the device stopped rotating. The maximum rotation speed was 30,000 and a detachment was noted. The burr became stuck on the guidewire. The guidewire could not be removed alone, so both the guidewire and the rotapro were removed together. The procedure was completed and no patient injury was reported.